Event description:
It was reported that an ilet pump displayed repeated ¿restart¿ messages, including ¿alert 41 restart,¿ during an infusion set change, and the user was instructed to replace the pump and follow a backup plan. Symptoms included no reported changes in blood glucose. Outcomes included interruption of therapy and replacement of the pump, with guidance provided on shutting down the device, syncing data to the mobile app, and understanding that data would not transfer to the replacement. Investigation included remote troubleshooting and user education, verification of shipping and return logistics, and data collection via the mobile app. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.